Event description:
N/a.

Manufacturer narrative:
Investigation summary: a call related to this complaint was received by the emergency support team on june 22, 2021, with questions about how to sample drainage/ and inject medication related to the ocean drain. The customer called asking how to inject a drug into the chest tube. The customer reported that they hadn¿t used this type of drain before, and it is common with their other drains to inject a chemical/med that will help unclog the tubing. He also reports that the needleless access port was not available on the tubing due to the way it was set up. The emergency support representative advised the customer that they were not familiar with injecting into the tubing, but for sampling purposes, they could actually wipe with alcohol and insert a 20 gauge or smaller needle directly into the atrium drain tubing. It was reported that the customer had no other questions and the call ended. In this case, the chest drain was not returned, and no product lot number was provided therefore a device history record review could not be performed. Based on the details provided, the complaint is related to the staff member questioning how to inject a de-clotting agent into the chest tube of the drain. The call center properly instructed the user, as the instructions for use only specify how to sample drainage. The IFU aw011481 revision aa states the following regarding sampling drainage: ¿sampling drainage must be in accordance with approved hospital infection control standards. Selected models include a needleless luer port on the patient tube connector for patient drainage sampling. Alcohol swab needleless luer port prior to syringe attachment (no needle). Samples can also be taken directly from the patient tube by inserting a 20-gauge (0.91 mm) needle or smaller with syringe. Alcohol swab patient tube prior to inserting syringe needle at a shallow angle.¿ in this case, the needless port on the drain was apparently positioned in a location that could not be accessed. As there was no actual performance-related issue or adverse event associated with the use of the drain, a contemporaneous sample was not requested or evaluated. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint and investigation results, the complaint has not been confirmed to be the fault of the product and it not related to a design, labeling, manufacturing, or supplier issue. As the call related to the complaint was a product inquiry about the ability to inject a drug or chemical when there is a clot, the root cause is considered a user preference issue.

Event description:
Hospital rn called asking how to inject a drug into the chest tube. He reports that they haven't used this type of drain before and it is common with their other drains to inject a chemical/med that will help unclog the tubing. He also reports that the needleless access port was not available on the tubing due to the way it was setup. Advised that I am not familiar with "injecting" into the tubing, but for sampling purposes they can actually wipe with alcohol and insert a 20guage or smaller needle directly into the atrium drain tubing. He had no other questions and the call ended.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review. During activities being performed for CAPA 682612 (associated with express mini 500 continued use and use of devices outside of the healthcare setting), atrium medical corp. Became aware of calls received by the getinge emergency support program (esp) team that were not logged as complaints. A retrospective review of the calls logs has resulted in the identification of this complaint/MDR. Upon completion of the investigation into this event a follow up report will be submitted.